Manufacturer narrative:
The tech found limited connectivity through pendant extension cable. He replaced pendant extension cable to resolve, no reported injuries.

Event description:
Tech alleged the head of bed not going down.